Event description:
Oversensing the lead #6936. Pt received shocks due to "noise" on lead. Upgraded to at device and put in new sensing lead.

Event description:
Add'l info rec'd from MFR 10/25/02: the lot number of the device, e2999 laparoscopic cord was not provided. The product was not returned to valleylab; therefore no inspection or high voltage withstand testing for insulation integrity could be performed. The incoming inspection procedure was reviewed and found to be adequate. The info nprovided in the adverse event report was insufficient to determine the cause of the customer's report. The instructions for use provided with the product address inspection and proper connection of the cord.